Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined.

Event description:
Tested handpiece for 10 seconds, it worked very well during the test. The doctor made his incision and inserted the handpiece into the patient. He moved the handpiece to desired area where he wanted to cut and he pressed the foot pedal and nothing happened. I checked the controls and he pressed the pedal again and nothing happened. He removed the wand from the patient and pressed the pedal and saline shot out but no cutting sound. We replaced the hand piece with a new one and the case went flawless.